Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 34 events were reported for this quarter. Product return status: 18 devices were received. 16 devices were evaluated in the field. Event confirmation status: 34 reported events were confirmed. Evaluation results: 34 devices were found to be affected by a bent foot. Additional information: 34 devices were not labeled for single-use. 34 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device was bent. 31 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale: 34 events were previously reported during the reporting quarter; however: 35 events should have been included; 1 event was inadvertently excluded.  35 reported events are included in this follow-up record. Product return status: 19 devices were received. 16 devices were evaluated in the field. Event confirmation status: 32 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 32 devices were found to be affected by a bent foot. 3 devices had no problem found.

Event description:
This report summarizes malfunction events in which the device was bent. 32 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 35 previously reported events are included in this follow-up record. Product return status 19 devices were received. 16 devices were evaluated in the field. Event confirmation status 32 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 32 devices were found to be affected by a bent foot. 3 devices had no problem found. This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 34 events were previously reported during the reporting quarter; however: - 35 events should have been included; 1 event was inadvertently excluded.  35 reported events are included in this follow-up record.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device was bent. 32 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 36 malfunction events in which the device was bent. 33 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 35 events were previously reported during the reporting quarter; however: 1 event was inadvertently excluded.  36 reported events are included in this follow-up record. Product return status: 14 devices were received. 22 devices were evaluated in the field.